Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results which matched the patient's appearance and condition and a corrected report was issued. The stratus was rebooted when troubleshooting, so the message log is not available. Siemens has requested additional information. The cause of this event is unknown.

Event description:
The customer reported three patient samples with discrepant ctni results on the stratus cs. There is no report of injury due to this event.

Manufacturer narrative:
Siemens service went on site and was able to obtain the message logs. Based on the information provided, the instrument is working as intended. All sample and reagent's aspirations look normal, indicating that the correct volumes of sample and reagents were deposited onto the testpak paper reaction zone. Review of the instrument message logs for the samples in question also reveals that the fluorometer tests were within their specifications, and the fluorometer readings of the sample proceeded as normal. Internal reagent data from the lots in question, 238099002 and 238155002, using bio rad level 1 qc lot 23671, showed that the testpaks were recovering within the acceptable range. All the pressure tests of the incident runs were within specifications, and look similar to successful sample runs. This indicates that the loose pipettor was not the cause of the false positive results. The cause of this event is unknown.